Event description:
The pt reportedly experienced intermittent lock with his internal device. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.